Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an anastomotic abdominal aortic aneurysm approximately one month ago. The proximal aortic neck was 3 cm in diameter with severe tortuosity. On an unknown date, a surgical y-graft and two aortic cuffs from another manufacturer were implanted, which developed an anastomotic aneurysm. An endurant ii (B)(4) proximally to the previously placed stent graft and an (B)(4) distal to the previously placed stent graft from another manufacturer. At the end of the procedure, unknown endoleak was noted. An endurant (B)(4) cuff was implanted to try and resolve the unknown endoleak, however the endoleak still persisted. The endoleak type was a blush that came from between the (B)(4) and one of the other manufacturer's aortic cuffs. The patient is being monitored by the physician. The physician believes the endoleak will resolve on its own. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), caused by another drug/device (use with an endoleak coming from another manufacturer's device), another device caused failure (use with an endoleak coming from another manufacturer's device).